Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the patient required replacement of a ultrathane mac-loc locking loop multipurpose drainage set. A right nephrostomy procedure was performed. After the catheter was placed, leakage was observed at the distal end of the catheter. The catheter was replaced with a new one during the same procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 04oct2022, cook inc. Received a complaint from a representative at the v.j. Cardiosistemas facility, located in the city of santefe de bogota. It was reported the patient required replacement of the catheter from an ultrathane mac-loc locking loop multipurpose drainage set (rpn: clm-8.5-rh-npas-nt; lot number: 14376905). After placing the catheter during a right nephrostomy procedure, leakage was observed at the distal end of the mac-loc closure of the catheter. The catheter was replaced with a new one during the same procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including complaint history, device history record (DHR), quality control procedures, instructions for use (IFU), and specifications of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a video was provided by the customer showing leakage in the area where the catheter and mac-loc adaptor are connected. Upon reviewing the video, the mac-loc lever was observed to not be in a locked position which allowed fluid to escape from this area of the locking lever. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14376905 and the related subassembly lots revealed no related non-conformances. It should be noted that there were no other complaints associated with the final product lot number. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU [ t_multi_rev5, multipurpose drainage catheter] packaged with the device contains the following in relation to the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, a video provided by the customer, and the results of the investigation, it was concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.